Event description:
Procedure type: esophagus. According to the reporter: there was a pharyngeal leak. This resulted in an esophageal defect that was externally repaired.

Manufacturer narrative:
(B)(4).